Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon would not inflate on the second inflation attempt. (The initial inflation was to 8 atms.) The pt was asymptomatic during this event. The lesion being treated was a mildly calcified, 80% stenotic lesion in the proximal circumflex coronary artery. The maverick2 monorail balloon was used to predilate the lesion prior to placement of a taxus 20/2.25 mm stent. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 12/2.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".